Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a kit w/3 ext sets/ kit avec 3 extension/ kit m/3 verlängerung-sets/ kit con 3 set prolonga/ kit c/3 sets ext was found to be separated during patient. The following issue was reported by the customer: ¿incident date: (B)(4) 2025. A clave from the white stopcock of the manifold became loose, although it was supposed to be glued to the manifold. The manifold was in use for 24 hours. Patient's status: there was a risk of air to enter (gas embolism), but none occurred due to immediate intervention. Actions taken by the facility: the device was changed". A photo of the device was not provided. The status of the product at the time of the event is during use. There was no patient harm reported.